Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr. Through interview it was found the customer was using the test outside of product insert specifications. Report 2 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.